Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, oversensing and varying capture threshold on the device were noted potentially due to a poor lead to can connection. The device was reprogrammed, and the patient was stable with no adverse consequences.